Manufacturer narrative:
(B)(4) date sent: 6/03/2026 d4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequences started? If yes, was the firing sequence completed? Yes, the firing sequence was started but stopped firing midway through cycle. Cycle was not completed. Did the device deliver any staples? Yes if yes, were the staples formed properly? Yes if yes, was the staple line complete? Not complete did the device cut? Yes, but only as far as the staples. If yes, was the cut line complete? No if yes, was there any issue with the cut line? N/a was there any difficulty opening the device jaws? Yes if yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) surgeon used bailout/manual override. If the home button was pressed, did the knife fully return to its home position? Surgeon failed to use home button. If the jaws could not be opened, how was the device removed? Jaws were opened after surgeon used manual override. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic wedge procedure, it was observed that the stapler jammed and did not complete firing sequence. The surgeon used manual override to open and remove the device from the patient. Seemed as though the battery failed. Gold reload was used and surgeon said that tissue was not overly thick - didn't presume that the load was too high for the stapler/cartridge as previous firing was fine. There was no patient consequence nor surgical delay reported. No additional information provided.